Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump tubing was cut down to the pump block. Ms pump passed leak test. Ms pump passed functional testing. Based on this investigation a clear probable cause for the event cannot be established, a conclusion code of cause not established was assigned to this investigation. D4 unique identifier (UDI) for cxr 18cm: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.